Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers on the insulin pump's screen were ramping on their own. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping anomaly was noted. The insulin pump was received with a cracked case at display window corners, display window and battery tube threads, and minor scratches on the display window.